Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls for tni-ultra were within acceptable range. The siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found that the sample probe tip was leaking after aspiration of sample causing integrity errors. The cse replaced both sections of sample tubing. During the follow-up visit, the cse replaced the air pump and tubing. The cse reset the system and ran quality controls, which were within acceptable ranges. The cause of the discordant tni-ultra results is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on patient samples on an advia centaur xp instrument. The initial results were not reported to the physician(s). The samples were repeated on an advia centaur cp instrument, resulting lower. The results from the advia centaur cp instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.

Manufacturer narrative:
Siemens filed the initial MDR on 22-jun-2018 additional information (11-sep-2018 and 21-sep-2018) siemens investigated the issue and found there was a malfunction. The issue was resolved with service and replacement of parts including the reagent probe 1 syringe and valves. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. Section h6 was updated.